Event description:
During baxter's device eval for an unrelated complaint, the device was found inoperable due to a system error 105 message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the system error 105 alarm, caused by a failed motor assembly. The failed motor assembly was replaced.